Event description:
Pt was treated for a vertebral body compression fracture. The procedure was "routine" and completed without complication. The pt did well immediately post-operatively; however, after three days, pt reported upper leg weakness. The pt was evaluated using CT scanning and an MRI. There was no evidence of cement leakage and the vertebral body was intact; however there was spinal cord edema at the level of the kyphoplasty. There was no evidence of either epidural or subdural bleeding and the etiology of the swelling is unknown. The pt was hospitalized in a rehabilitation facility and treated with systemic steroids to reduce the spinal cord swelling. After ten days pt weakness is reported to be somewhat improved.